Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and non-boston scientific system, was surgically explanted due to infection, bacteremia staphylococcus aureus. The system was discarded at the facility and will not be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.